Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. One sample device was returned. The original packaging was not returned with the device. The returned sample device was examined under magnification (50x) identifying that the tubing had signs of damage. There was an external split/tear identified in between 70cm and 80 cm approximately at the 74cm marking when the tubing was flushed with water. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint.

Event description:
A report was received from (B)(6) stating the user has been using the device for many years and used water everytime when removing the guide wire. During this event it was noted that after the patient went home the medical device was leaking. The tubing was removed and it was noted the device was damaged. Two tears approximately 0.75cm below the tip of the tubing were observed. No additional information was provided.

Manufacturer narrative:
(B)(4). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).